Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose in (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as inability to speak and memory loss. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The customer expressed dissatisfaction with the retainer ring notice. The insulin pump was previously returned for analysis due to cosmetic damage.